Event description:
Caller reported alarm 2 followed by alarm 26, occurring multiple times between september 23 and september 25, leading to recurring occlusion issues but without exceeding blood glucose levels of 500 mg/dl or triggering a high reading on the cgm. Customer changed infusion set and cartridge and resumed insulin to resolve the issue. Despite frequent occlusion issues, customer declined further assistance, leading technical support to close the case.